Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported "customer reported she was inserting an PICC and it wouldn't advance past the shoulder area, the PICC was removed and the wire was dangling out of the catheter and broke off after it was removed from the patient."